Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/08/04, the pt contacted lifescan alleging that her induo meter was reading inaccurately high. The pt tested in 2004, at 12:30 am and obtained a 110 mg/dl, while believing that it was actually 11.0 mmol/l. She took 28 units of nph and drank a glass of juice. If she had known her blood glucose level was actually 6.1 mmol/l, she would have had a snack along with the juice. She was not experiencing any symptoms; therefore, she did not question the result. The following morning at 7:00 am, her spouse found her acting unusual. She had been trying to fix her bed, while she was still laying in it. Her husband gave her juice and she was feeling better within 10 minutes later. She then tested and obtained a 44 mg/dl, while believing that it was actually 4.4 mmol/l. Approximately ? An hour following the juice, she obtained a 290 mg/dl. She took 14 units of novo rapid and had breakfast. The pt reported that she had noticed elevated results since 2004. During the time of concern, she had been on a vacation in another country, until the following month. While in another country, she had contacted a diabetes education clinic and was advised to take 28 units of nph, instead of 34 units, at bedtime. She was also advised to contact her physician when she returned home. The pt did not allege harm. There is no indication that the patient experienced injury or medical intervention due to the meter. She did not test while experiencing symptoms two months later, and obtained a relatively low result immediately after drinking juice. Although the pt believed that her blood glucose level was 11.0 mmol/l, while in actuality it was 6.1 mmol/l, she took less insulin than she would normally have taken (30 units nph). Therefore, it is difficult to suggest that the pt suffered hypoglycemia the following morning due to meter. The customer care representative was unable to walk the pt through quality control testing, as the pt did not have control solution. The pt reported noticing "weird" results ever since she replaced the battery in august. She explained that she never noticed the code disappear and she never reset the meter options. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.